Event description:
It was reported that a pt presented with symptoms consistent with endophthalmitis several days post surgery. The procedure was complicated due to possible posterior capsule tear with no vitreous loss or retained fragments. The iol was placed in ciliary sulcus with optic capture in capsule bag. A clear corneal incision was utilized. One day post-op visit vision was normal, 2 days post-op pt's vision continued to improve, 3 days post-op pt reported seeing numerous black floaters, and smokey/hazy cover vision. Four days post-op corneal wound abrasion and layered hypopion were noted, and pt was diagnosed with endophthalmitis. Pt was referred to a retina doctor and ppv with intravitreal injection of antibiotics were performed. The pt's vision decreased from finger count to hand motion. The surgeon indicated that in his opinion the likely cause of the event was corneal abrasion. The surgeon does not suspect that the iol may have caused or contributed to the event. This event refers to the pt's left eye.

Manufacturer narrative:
Please reference MDR# 1119279-2014-00086 for the delivery device and MDR # 1119279-2014-00087 for viscoelastic used in the original surgery. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.